Event description:
The customer reported that the paramedics had to be called due to low blood glucose of 40mg/dl. He stated that he believes that the low blood glucose was due to overworking in the yard. The paramedics treated the customer with a glucagon shot. The customer declined hospitalization. He stated that the threshold suspend happened a couple of times and the blood sugars were over 100 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.